Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, occlusion was noted where the tubing exits the cassette. No adverse effects were reported.

Manufacturer narrative:
Additional info was received providing. The cassette returned was identified as part 21-7302-24 from lot 4114181. This information and relevant product details have been updated in the report. Customer also noted that to treat the patient, they put fluorouracil in a 150ml bag and the finished the infusion. They stopped using the malfunctioned cassettes all together. They will be going forward with a different lot.